Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported an untoward outcome following cataract extraction/intraocular lens (iol) implant surgery. The patient has a small eye and narrow anterior chamber. The target refraction was -2.00, yet she is at -6.00. Preoperatively, the patient was -7.00 in that eye. Currently she is wearing contact lenses to manage, as her refraction in the fellow eye is around -4.50.